Manufacturer narrative:
A ge oec service representative investigated the issue and isolated the malfunction to the x-ray tube and snubber pcb, both of which were removed and replaced. Calibrations and configuration files were re-loaded. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system would not produce x-rays. System would not image. Reported overheated tube that blew the snubber board breaker.